Event description:
After further review, the following information was noted: no eyes developed postoperative cystoid macular edema (cme) or retinal detachment (rd) as was previously reported.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported unspecified number of patients experienced corneal edema, ocular inflammation, cystoid macular edema, retinal detachment and epiretinal membrane formation in conventional phacoemulsification surgery (cps) group, after a cataract surgery.